Event description:
It was reported that during the pt's permanent procedure the physician was not able to advance the scs lead through the epiducer. Subsequently, the physician completed the procedure with 3 other scs leads. The procedure was extended by approximately 1 hr.

Manufacturer narrative:
Eval: results: visual inspection of the returned lead did not reveal any anomalies. The lead placement indicator was correctly oriented. The stimulation ends, lead bodies, and terminal ends were in good condition. A lab stylet was inserted into the lead normally. Continuity testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. Document (B)(6) indicates that the channels should measure less than 4 ohms. Testing the leads per procedure (B)(6) revealed several channels failed continuity testing per the following results: channel 1: open, channel 2: open, channel 3: open, channel 4: open, channel 5: open, channel 6: open, channel 7: 3.06 ohms, channel 8: 3.04 ohms. No interchannel anomalies were observed. Microscopic inspection of the failing channels revealed the conducting wires were disconnected from the stim electrodes consistent with overstressing. Conclusion: the complaint that the lead could not be implanted was not confirmed. As received, visual inspection of the lead did not reveal any anomalies. Functional tests revealed channels 1 through 6 were open. Microscopic inspection revealed the conducting wires had disconnected from the stim electrodes consistent with overstressing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.